Event description:
It was reported the programmer displayed a yellow screen at boot up. An error message occurred when the service disk was used, and an attempt was made to cycle power, but the programmer still booted to the yellow screen. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the programmer displayed a yellow screen at boot up. An error message occurred when the service disk was used, and an attempt was made to cycle power, but the programmer still booted to the yellow screen. Also, the radiofrequency (rf) head was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis was unable to confirm the initial customer report, no anomalies were found. It was also noted that the (B)(4) door latch was missing. (B)(4): analysis found that the cable was out of electrical specification and was unable to interrogate devices.